Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.50mm x 20mm promus element plus stent was advanced to the target lesion through a non bsc guide catheter however the device was not able to cross. The device was removed and it was found that the stent strut was flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is stable.